Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp continu-flo solution set leaked. During an unspecified infusion an unknown baxter infusion pump displayed an alarm of ¿air in the set¿, the leak was then observed. Furthermore, the leak is "why it filled with air". The location of the leak was not specified. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Correction made to a1: patient identifier: neods (previously submitted as unknown). Correction made to a2: age at time of event: 66 years (previously submitted as ni). Correction made to a3: gender: female (previously submitted as ni). Correction made to a4: weight: 64 kilograms (previously submitted as ni). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.